Event description:
Pt admitted on (B)(6) 2016 after tee revealed vegetation on ICD lead. Blood cultures positive. Has been receiving oral antibiotics for a known substernal infection. IV antibiotics initiated after admission. Pt taken to ep lab on (B)(6) 2016 for an ICD extraction which was uncomplicated. Due to the vegetation on the ICD lead along with positive blood cultures, the decision was made to exchange the lvad pump. Pt was taken to the operating room. On (B)(6) 2016 for a lvad pump exchange. All aspects of the pump were removed and replaced. During the surgery, the surgeon noted the lap band port had eroded through the diaphragm, therefore, the lap band was removed. The pt is currently recovering in the ICU.